Manufacturer narrative:
The customer had a power issue that damaged the ups while obtaining the details of the event. The ups was replaced. The customer requested that the instrument be inspected by the customer service engineer (cse). The cse performed a total service call. No issues were identified. The technical application specialist could not duplicate the negative result. The cse decontaminated the system. The cause for the discordant advia centaur hbsag result is unknown. The patient sample is not available for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A (B)(6) advia centaur xp hbsag result was obtained for a patient sample. The patient went to another hospital and was tested for (B)(6) on an alternate method. The result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.